Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". In 2007, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and tooth disorder ("dental problems"). In 2008, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced glaucoma ("vision/eye problems type: glaucoma"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"), 6 years after insertion of essure (ess205). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss."), back pain ("back pain"), abdominal pain ("abdominal pain") and arthralgia ("knees pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, vaginal infection, depression, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, glaucoma, fatigue, alopecia, back pain, abdominal pain and arthralgia had resolved and the weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, glaucoma, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia),infection (bladder/ urinary tract/vaginal), psychological or psychiatric problems condition: depression, migraines / headaches,dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: glaucoma, fatigue, weight gain / loss specify which one: weight gain, hair loss., back pain, knees pain, abdominal pain, plaintiff did not undergo an essure confirmation test were added. Outcome of event weight gain from unknown to recovering/resolving and all other symptoms listed within v.2 from unknown to recovering/resolving were updated. Lot number and new reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (ess205) (batch no. 624303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". In 2007, the patient experienced vaginal discharge ("vaginal discahrge"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and tooth disorder ("dental problems"). In 2008, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced glaucoma ("vision/eye problems type: glaucoma"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia"), 6 years after insertion of essure (ess205). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), alopecia ("hair loss."), back pain ("back pain"), abdominal pain ("abdominal pain") and arthralgia ("knees pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, vaginal infection, depression, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, glaucoma, fatigue, alopecia, back pain, abdominal pain and arthralgia had resolved and the weight increased was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, glaucoma, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight 210 ibs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2019: quality safety evaluation of ptc.significant amendment done,case category changed from invalid to valid. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.